Manufacturer narrative:
Failure analysis state the insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. The pump had intermittent button response and button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly or motor. The pump had scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, battery out limit, and had moisture damage. The customer's blood glucose reading was 196 mg/dl. The customer stated the insulin pump was exposed to moisture; water. She was unable to clear the alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.